Manufacturer narrative:
Date rec'd by MFR: 30oct2019. The customer troubleshot with tech support over the phone. Customer stated the motor controller (mc) printed circuit board assembly (pcba) was replaced on the device to address the issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
The customer reported back up alarm failure. It is unknown if the device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.